Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was having horrible leg pain and spasms due to her hip, and subsequently had a total hip replacement in (B)(6) 2016. The pain was not related to stimulation. After the hip replacement, she went to rehabilitation and since then had a return of symptoms. The patient was still incontinent. Starting around (B)(6) 2016, she had poor communication on the patient programmer. Confirming the antenna was secure and syncing with the implantable neurostimulator (ins) didn't resolve the issue. The patient was unable to connect to the ins with or without the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.